Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: natural tibia trabecular metal; p/n: 42530007102, l/n: 62657579. Articular surface fixed bearing ps; p/n: 42522400710, l/n: 62775465. Femur trabecular metal ps; p/n: 42500206202, l/n: 62573809. Nexgenâ® complete knee solution; p/n: 00587806532, l/n: 62756924. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient had a revision procedure approximately 3 months post-implantation due to pain and loosening of the tibial baseplate. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Crf report was provided and reviewed by a health care professional. At 6 months, patient had no instability, pain or radiographic findings. (B)(6) 2015 patient started to have persistent pain with loosening of the tibial tray. Tibial tray and bearing were removed with no complications noted. Official medical records were not provided. Prior CAPA review determined that the likely root cause for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.